Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain, vomiting and cloudy fluid. The cause of the peritonitis event was not reported. It was not reported if the patient required hospitalization. The patient was treated with fortum, cefazoline, gentamicin, cetazodine (doses, frequencies, duration and routes not reported) and fluconazole (200 milligram, once daily, duration and route not reported) for the event of peritonitis. At the time of this report, it was unknown if the patient was recovering from the event. Action taken with dianeal therapy was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.